Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010, which utilized a calcar planer. Following use of the planer, it was noted that a screw was missing. Post operative radiographs confirmed the screw was retained by the patient. Subsequently, the patient was revised on (B)(6), 2010, to remove the screw.

Manufacturer narrative:
The lot number information needed to review device history records was unavailable.(B)(4).